Event description:
It was reported that the lesion was pre-dilated with a 2.5 x 08 non-abbott balloon. The 3.5 x 08 mm promus was implanted at 16 atmospheres (atm), successfully treating the lesion. No difficulties were encountered prior to stent deployment or post stent deployment. No post dilatation was performed. The physician states that the implanted stent was measured under fluoroscopy and it appeared that the stent size post deployment was 4.17 mm. The product labeling states that the stent size post deployment, when deployed at 16 atm should be 3.93 mm. No complications were encountered during the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The reported appearance of an oversized stent post deployment profile may be the result of, but not limited to manufacturing, high inflation pressures used at stent deployment, lesion calcification, incorrect vessel diameter size measurement, incorrect marker band placement, improper prep of the device such that air is within the balloon or incorrect product size selection. To ensure this is not related to a manufacturing deficiency, a sampling of units is destructively tested to verify uniformity of expansion. Additionally a sampling of catheters is destructively tested to verify proper for stent outer diameter. Return of the promus stent delivery system may have aided in the investigation and determination of cause. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for oversized stent for this lot. Although there is no indication of a lot specific product quality deficiency, a conclusive cause for the reported oversized stent could not be determined.